Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 30, 2021.

Manufacturer narrative:
This report is submitted on june 25, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an extrusion of the electrode lead into the external auditory canal. The patient was hospitalized for an overnight stay. There are no plans to reimplant the patient with another cochlear device as of the date of this report.